Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred on an ak 96 machine. The ultrafiltration volume was set to 2.8l. At the end of treatment, the patient's weight increased of 0.6kg. There was no report of patient injury or medical intervention associated with this event. The patient went to the hospital for re-dialysis treatment the next day. No additional information is available.

Manufacturer narrative:
Additional information added to. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician could not duplicate the issue during simulated process. The ultrafiltration control unit was reported error. It is found that flow rate cannot be calibrated. The ultrafiltration control unit was replaced. The technician did not provide any further device or service information. As the device was not able to be evaluated by a baxter representative the condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.